Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address instability. Update may 08, 2017: litigation received. After review of the litigation papers, there is no new information. This complaint was updated on may 08, 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address instability. Update may 08, 2017: litigation received. After review of the litigation papers, there is no new information. This complaint was updated on may 08, 2017. Update aug 30, 2017: legal medical records received. In addition to what was previously reported, pfs alleges pain, scraping and popping, difficulty walking. There are no revision notes provided. This complaint was updated on: sep 20, 2017. / / investigation method: examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Based on the inability to find any other reported incidents against the provided product and lot code combinations, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. The root cause is off label use. The investigation can draw no further conclusion with the information provided. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: patient was revised to address instability. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The root cause is off label use. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Update aug 30, 2017: legal medical records received. In addition to what was previously reported, pfs alleges pain, scraping and popping, difficulty walking. There are no revision notes provided. This complaint was updated on: sep 20, 2017.